Manufacturer narrative:
The mayfield swivel horseshoe headrest (a1012) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that prior to posterior cervical discectomy, it was discovered that the mayfield swivel horseshoe headrest (a1012) had bad threads and would not connect to the mayfield swivel unit. There was a delay for about 30 minutes with no adverse consequences to the patient.